Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent was detached from sds and severely damaged with stent struts stretched the entire stent length. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed the distal balloon cone appeared slightly bunched and the proximal balloon cone had moved along the polymer extrusion in a proximal direction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft kink 155 mm distal from the hypotube/mid-shaft bond. The core wire was damaged and twisted proximal and distal to the mid-shaft kink. The port bond was also noted to be stretched and the inner polymer extrusion was bunched 3 mm distal to the bi-component bond. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38 x 3mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38 x 3mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.